Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " main lamp is not coming on; spare lamp is illuminated" malfunctions would likely be related to an ignitor failure. Caused by stress of heat or humidity which affected the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. When troubleshooting the issue with a representative from the olympus technical assistance center (tac), it was verified that the lamp hours were at 300 hours. The customer was advised to ensure that the light source cable was secured on both ends and to switch between manual and auto. The customer confirmed that all other buttons worked on the front of the unit. The tac representative instructed the customer to send the device in for repair. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera ii xenon light source was too dim. The spare lamp was illuminated however they could not turn on the main lamp. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.